Manufacturer narrative:
The product analysis indicates that the nose, middle housing, collar, release collar, ball, o-ring, shaft and bearings were deteriorated (dirty and rusty). The handpiece was cleaned. The motor cable assembly, nose, middle housing, collar, release collar, ball, o-ring, shaft, and bearings were replaced. The handpiece was successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received. The initial inspection indicates that the one-minute pre-repair temperature test results are as follows: 26.6 degrees c at the rear, 29.6 degrees c at the middle, and 50.4 degrees c at the nose. The handpiece was noisy and the reported issue of overheating was confirmed. The product analysis is not yet complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that during a tympanoplasty, the visao handpiece was too hot to be held. There was no patient impact.